Event description:
It was reported that the device had a scratched screen¿. There was unknown patient involvement. Device analysis identified a damaged downstream occlusion seal.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: (B)(6). H3: one device was received for analysis. Service history review identified that was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a damaged downstream occlusion (dso) seal. Functional tests were performed using occlusion tester and identified a defective upstream (uso) sensor. As a result, the dso seal was replaced.